Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: lot number is l4ev1n or l4ec1a . Which firing did this occur on? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the clip fully advanced into the jaws? Clip closed crossed on the tissue fired. Did the procedure drive the need to apply torque or twisting of the device? The device was not twisted during procedure, the device was fired after the tissue was taken into the jaws, but it was observed that the clips came crossed. What vessel was the device fired on? Please specify the size of the vessel? Systic channel and systic artery. Were any unexpected noises heard? If so, when? No, unexpected noise was not heard. Was the device fired after this incident in or out of the patient? The device was not used after it was observed that the clips came crossed. What were the patient¿s pre-existing conditions? The patient was stable before the surgeon. Does the patient have any relevant history of surgical treatments? If so, what? Unknown was there a recent conversion to ees devices in this account or with this surgeon? The surgeon is an experienced surgeon.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close properly and come crossed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.